Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure, multiple attempts were made to insert the catheter into the subclavian vein. After the 3rd attempt, x-ray and angiogram identified the catheter was not in the vein. Another device was used to complete the procedure. Documentation identified the catheter had become uncoiled, elongated and unraveled with a wire sticking out of it. It was also noted, "the case was difficult as per risk factors, history etc.". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.